Event description:
The following was reported: light is very dull and does not stay on. Customer confirmed that there was no patient incident. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).